Manufacturer narrative:
The device history records were reviewed and there were no non-conformaties or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of the complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed operating procedures and inspections and have met all criteria for release. There was no damage reported to have been noticed during the inspection prior to us and preparation, which suggests a product deficiency, did not contribute to the reported difficulties. Based on the information provided, the risk assessment for the lucia product, and based on our experience we have determined that the folowing factors may have cause or contributed to the reported issue is but not limited to: lense placement technique. Loading strategy. Accessory device support. Poor handling during folding and inserting.

Event description:
The customer reported that during surgery the haptic of the CT lucia 602 lens slipped. The lens was subsequesntly explanted. No patient injury was reported. No further information was provided.